Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an alleging unit is overheating. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an alleging unit is overheating. The manufacturer was made aware of this complaint through a representative of the customer. This notification was reviewed for information received that a patient alleged of device overheating. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.